Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that during implant high impedances (>10,000 ohms) were identified on contact 12. The doctor removed the lead from the neurostimulator, wiped the lead and dried it and then retested the impedances at 1.5v, which resulted in high impedances (>20,000 ohms) on contact 12. Impedances were checked again in post-op and showed >10 ,000 ohms on contact 12. The patient was programmed and they were feeling tingling where needed and they were receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.